Event description:
The patient reported poor pain control after catheter revision to move catheter from l4/5 to t10. Follow-up with the hcp confirmed patient underwent catheter revision. Hcp further reported that patient was complaining of poor pain control, so hcp performed a CT myelogram which came back normal. Hcp decided he would not do any further surgery. The patient continues to complain of poor pain control. There was dilaudid in the patient's pump.